Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 1 2022 data extract for mitral death event for the sapien 3 ultra valve. This report summarizes 1 cardiac perforation death event for the sapien 3 ultra transcatheter heart valve. The age range for this event is (B)(6) years. The breakdown for gender is as follows: 1 female.

Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 cardiac perforation death event for the sapien 3 ultra transcatheter heart valve in the mitral position. The greater than or equal totime to eventgreater than or equal to (tte, in days) for this event was 0.00. The device identification (di) numbers for edwards commander delivery system are: (B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and transcatheter heart valve (thv) procedures. There are several potential etiologies for cardiac perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use transcatheter heart valves. Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Summary reporting.